Event description:
It was reported by the surgeon that the intraocular lens was removed and replaced without complication due to the patient's intolerance of her multifocal quality of vision. Halos are a known and lableled possible side effect of multifocal lens implant.

Manufacturer narrative:
The intraocular lens was received and inspected under 10x magnifcation. No defects were observed. Halos are a known and labeled possible side effect of multifocal lens implantation. The results of our investigation reasonably suggest this event is not manufacturing related. The iol met all manufacturing specifications prior to release.